Event description:
Patient underwent a c4-c7 acdf with c5 & c6 corpectomy in 2006. Patient was brought back for a second surgery due to the screws at c7 having pulled out. It was reported that the patient had informed the surgeon that she had slipped and fell on a patch of ice at her home after her first procedure. Surgeon believes the screws pulled out secondary to this fall. Surgeon removed the anterior instrumentation, re-instrumented anteriorly from c4- t1 and posteriorly from c4- t1.

Manufacturer narrative:
The surgeon attributed the need for a re-operation to trauma (patient fell), which he believes caused displacement of the implant. There is no connection being made between the event and any shortcomings of the device or information provided with the device at this time.